Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing of the device, the clip fell out of the jaws. The surgeon attempted to fire the device again, but when the clip was placed on the duct, the surgeon was unable to close the clip. No cholangiogram was being used. Another device of the same product code was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.